Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. During evaluation, the device was also found to have scratches on the distal sheath cover glue. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The user facility returned the device to olympus for repair. During evaluation, olympus identified chipped glue on the distal end of the device. The aware date for this reportable event is the date of evaluation by olympus. No patient harm reported.

Manufacturer narrative:
Based on the device inspection results and internal risk summary tool, this supplemental report is to inform that upon further review this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if it were to recur. Olympus will continue to monitor field performance of this device.